Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device lid and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Event description:
The customer contacted stryker to report that their device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
Section d10 of the initial medwatch report (MFR report # 0003015876-2022-00306) indicates: product available to stryker? Outside united states service facility returned to manufacturer on ¿ 02/11/2022 section d10 of the initial medwatch report (MFR report # 0003015876-2022-00306) should indicate: product available to stryker? No returned to manufacturer on ¿ blank section h3 of the initial medwatch report (MFR report # 0003015876-2022-00306) indicates: device evaluated by mfg ¿ yes reason for no evaluation ¿ blank reason code ¿ other ¿ blank section h3 of the initial medwatch report (MFR report # 0003015876-2022-00306) should indicate: device evaluated by mfg ¿ no reason for no evaluation - other reason code ¿ other - device not evaluated by manufacturer section h10/h11 of the initial medwatch report (MFR report # 0003015876-2022-00306) indicates: stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device lid and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Section h10/h11 of the initial medwatch report (MFR report # 0003015876-2022-00306) should indicate: the customer has been provided with a replacement lid. Additional information: the device nor the lid was returned to stryker for evaluation. An engineering investigation has determined that due to the design of the lpcr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet. H3 other text : device not evaluated by manufacturer